Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. Based on the information provided, the reported single leaflet device attachment (slda) was due to anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Exemption number e2019001.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to the procedure, it was noted that the patient had a pre-existing cleft on the posterior leaflet. One ntr clip delivery system (cds) was successfully implanted. To further reduce mr, a second clip was inserted; however, while implanting the second clip, the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was stated that at no point during the procedure did the second clip come in contact with the implanted clip. In the physician opinion, the slda was caused by the cleft of the posterior leaflet. The second clip was implanted, reducing mr to a grade of 2+. It was noted that the second clip was already planned and was not implanted to stabilize the slda. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.